Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms no relevant clinical information has been provided for inclusion in this medical investigation. It is unknown if any pieces of the threads of the non-implantable removal tool were left inside of the patient. Therefore, we cannot rule out the possibility of local skin irritation, micro-motion and or migration of the retained pieces. Based on the information provided, the procedure was completed with a change in surgical technique with a delay of greater than 30 mins reported. The impact to the patient beyond that which has already been reported cannot be determined. Should any additional additional information be provided, this complaint would be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that, during an unknown procedure, the threads of the removal tool are stripped. There was a change in the surgical technique and a delay greater than 30mins. No further complications reported.